Manufacturer narrative:
Findings: unit received with blank display due to moisture damage at electronic assembly. Unit received moisture damaged at motor assembly. Unable to verify alarm, button error alarm, failed battery alarm, and frozen screen due to blank display. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with scratched reservoir tube window. Unit received missing end cap sticker. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had button error alarm. The blood glucose at the time of the incident was 324 mg/dl. The device was returned for analysis.